Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a shoulder arthroplasty surgery, the patient underwent a revision surgery on (B)(6) 2023 during which unknown cofield shoulder implants were explanted. The reason behind this revision surgery is currently unknown. The patient's current health status is unknown.

Event description:
It was reported that, after a shoulder arthroplasty surgery, the patient underwent a revision surgery on (B)(6)2023 during which a cofield 2 stem was explanted; additionally, during the procedure, the instruments were not available due to the short notice provided and all other sets being occupied at the time. The reason behind this revision surgery is currently unknown. The patient's current health status is unknown, but it was stated that the revision surgery went smooth despite the instruments not being available.

Manufacturer narrative:
B5: describe event or problem, e1: initial reporter name and address section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision of a legacy cofield shoulder system was performed for an unknown reason after an unknown length of time in-vivo and the extraction instrumentation was not available. Reportedly the competitor rep made arrangements 4 weeks prior to scheduled procedure for the extraction instrumentation to be delivered to the surgeon prior to the case. However, it was communicated that the instrument request was made 48 hours prior to the surgery and unfortunately, of the ¿very few sets¿ procurable, all were ¿being utilized at the time¿. Correspondence revealed the ¿case went smooth despite the instruments not being there¿ and the surgeon did not voice complaints regarding the case. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, definitive contributing factors to the reported revision cannot be concluded. There appears to be a discrepancy between the competitor and internal date of requests to secure the instrumentation. The patient impact included the reported revision involving extraction of a legacy shoulder stem without the use of the specific extraction instrumentation. Further patient impact cannot be determined as the case reportedly ¿went smooth¿. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for partial and total shoulder replacement revealed that revision has been identified as a possible adverse effect. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.